Manufacturer narrative:
(B)(4). A portion of amplatz super stiff guidewire was returned. Visual analysis revealed that the guidewire was unraveled, coil wire was stretched and broken. In addition, the core wire was broken and kinked at distal section. The distal end section was not returned. With the available information, boston scientific concludes that the reported amplatz super stiff guidewire corewire and coilwire were broken. Based on the condition of the returned device, engineers determined that the failure modes were caused by the way in which the device was handled (excessively and/or forcefully) during procedure or during interaction with the other devices. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in a procedure. Procedure date is unknown. During preparation, the guidewire distal tip detached. The procedure was completed with a new amplatz super stiff guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: corewire and coilwire were broken.